Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1806143, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-31. Medical device lot #: 1807139, medical device expiration date: 2023-06-30, device manufacture date: 2018-06-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "black particles" were discovered in the discardit¿ ii syringe's w/o needles before use. Lot #'s 1806143 and 1807139 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. After the evaluation of the samples we did not found any defect, we could not confirm the reported issue. The accurate root cause of the reported issue could not be determined.

Event description:
It was reported that "black particles" were discovered in the discardit¿ ii syringe's w/o needles before use. Lot #'s 1806143 and 1807139 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot.